Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 16 mg/dl. Customer was hospitalized due to low blood glucose. Customer had surgery on (B)(6) 2015 and was taking medication for pain. Customer was disconnected from insulin pump due to know knowing if customer over-bolused. Customer was advised to contact healthcare professional regarding settings and to call back should issue persist. No further information provided.